Event description:
It was reported that the sterile packaging was not sealed for a 1000 ml eva bag. The reporter stated that the "overpouch was not well welded and therefore open". This observation was made before use. There was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection (via the naked eye) was performed and revealed that the pouch had a missing upper seal (duboy seal). The reported condition was verified. The cause was determined to be an operator error during the manufacturing process. In order to address this condition, operators will be made aware of this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional or relevant information becomes available, a supplemental report will be submitted.